Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on an unknown date. Customer's blood glucose was 897 mg/dl. Customer stated they had software error detected alarm and drive count time values or changes incorrect for moving or coasting too slow or too fast alarm. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.